Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 lvas, serial number (B)(4), and the patient¿s outcome could not be conclusively established through this evaluation. The account reported that the patient expired on (B)(6) 2019. Privacy laws reportedly prohibit the account from providing additional information. The device has not been returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricle assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case.